Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer did not report prior similar issues and was assisted by technical support in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to contact support again if the issue reappeared.